Event description:
The manufacturer received info alleging a ventilator was not pressurizing the exhalation valve in the pt circuit. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.